Event description:
It was reported that a cartridge was leaking. There was no adverse impact to the customer¿s blood glucose level reported. The customer changed pump supplies and continued to use the pump for insulin therapy.